Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised due to instability. Intra-operatively, the post of the ps insert was found to be broken. Rep will provide some pre-revision x-rays and reported that additional x-rays, medical records, and further information are not available due to hospital policy.